Manufacturer narrative:
Complaint evaluation: the device was received by bench repair on 19-jul-2021. The noted failure was unable to be confirmed. While servicing the device, an authorized bench technician discovered that the status log is showing failures with the therapy cable. To correct that issue we will look to replace the therapy pca additionally the co2 module will not calibrate and requires calibration. Customer resolution and conclusion: although no repair was performed, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device's shock button on the front will not work. There was no patient involvement.